Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including self tests, shock testing, bench handling, and electrical safety testing with the customers multi-function cable without duplicating a malfunction to the device. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Review of the device activity log showed the user pressed both "analyze" and "charge" while in monitor mode, the user was prompted with "select defib mode" on both occasions. It is important to note that, by design the r series device is not able to discharge while the unit is in monitor mode. In all other circumstances on the event date, all charges were followed by discharges suggesting there are no self charging or discharging events without button presses. The investigation has been closed as no fault found with the device. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.